Event description:
Complainant alleged that during a routine shift check by a clinician the device would not charge or discharged defib energy. Subsequent biomed testing found the device self-charged without any user interaction. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.